Event description:
It was reported the patient indicated that this inflatable penile prosthesis (ipp) was not working properly. The manufacturer representative discussed valve reset troubleshooting techniques. The patient indicated that he attempted the techniques with no resolution. The patient indicated he would schedule an appointment with his physician. The patient had this ipp removed and at which time, fluid loss was noted. A new ipp was implanted. No patient complications were reported.